Event description:
The customer reported to olympus the evis lucera elite colonovideoscope exhibited reduced angulation. Additional procedural details have been requested. There were no reports of patient harm or impact associated with the event. During testing and inspection of the returned device, the nozzle was clogged with foreign matter, which had been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it was unknown when the foreign material adhered to the nozzle, it was unknown if there was a delay in the start of the pre-cleaning, it was unknown if the air/water nozzle was flushed with air and water, and unknown if the nozzle was cleaned with lint-free cloths/brushes/sponges or if the air/water nozzle was flushed with detergent solution. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer¿s allegation was confirmed - due to wear of angle wire, bending angle in up direction did not meet the standard value. It was determined that foreign material had clogged the inside of the nozzle. Due to clogging of nozzle, air and water supply volume did not meet the standard value. Also, the water removal ability did not meet the standard value. The evaluation of the returned device also revealed the additional findings: adhesive on bending section cover had a chip; due to wear of angle wire, the play of upward/downward knob was out of the standard value; due to a scratch on objective lens, the image had dark area partially; and scratches were found on multiple components of the device. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 8.inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] - inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.